Event description:
It was reported that the programmer was "behaving erratically" and was "very slow." When trying to do threshold testing it generated a message of "noise telemetry" and was unable to do the threshold testing. It was also noted that it took a long time when trying to save information to a portable data file (pdf). The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was "behaving erratically" and was "very slow." When trying to do threshold testing it generated a message of "noise telemetry" and was unable to do the threshold testing. It was also noted that it took a long time when trying to save information to a portable data file (pdf). The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that it took a long time for the programmer to save to a portable data file (pdf) but was able to confirm the customer comment of long boot time and the hard drive was reconfigured and the software reloaded to resolve. Also, the missing keyboard and slide, dmaged power cord bay and missing analyzer cover were all replaced. (B)(4).